Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found a piece of paper clogging the tubing of washing station. He replaced the tube on wash station and cleaned the module. Further investigation by the manufacturer did not identify a specific root cause for the event. Additional information for further investigation was requested but was not provided. As the issue was resolved after the service actions, the issue was most likely due to contamination. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where erroneous results were generated by the c701 analyzer. There was an erroneous creatinine and an erroneous result for glucose for one patient. The patient's age, gender, and weight were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.